Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device, and he could not duplicate the reported malfunction. The ventilator passed all tests, calibrations and operated within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) reset itself. Although, the ventilation continued to cycle, the patient was transferred to another ventilator with no harm. There is no report of death or serious injury associated with this event.